Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The pt underwent explantation of the synchromed pump and catheter in 1999, due to infection of six months duration. No culture info was obtained. Another pump had not been implanted. It is unk whether the pt's infection has resolved.